Manufacturer narrative:
The technologist was operating in a confined space. While standing behind the unit, the technologist attempted to move backward, and alleges the unit jerked and ran over her foot. No injury reported. Based on the device evaluation, the device is meeting specifications however, carestream health is continuing to investigate this incident.

Event description:
Technologist alleges that revolution jerked backwards and ran over a toe on her left foot. The technologist did not want medical attention and therefore, there is no injury associated with this incident.